Manufacturer narrative:
As no information was provided and as the serial number of the lead is unknown and the lead is not returned to be analysis, no conclusion could be established. The event is recovered in our database for trends purposes.

Event description:
The pacemaker lead exhibited a malfunction. The specific lead and anomaly were not stated. Patient code: 4582. Device code: 2588. Reference report # mw5173025. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Additional information received on 08/08/2025 for a report # mw5173024 to change the manufacturer. It was reported in a pre-procedure diagnosis document that the pacemaker lead exhibited a malfunction. The specific lead and anomaly were not stated. Patient code: 4582. Device code: 2588. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: # mw5173025.